Event description:
It was reported that the physician questioned the device diagnostics of the optivol index as it continued to rise when the patient was clinically fine. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.